Event description:
It was reported the device exhibited a plunger position issue. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a chipped top case and damaged left plunger case. The tamper seal was not broken. The device event history log (ehl) showed ?plunger not in place" alarm. A flow test was performed as part of the functional test and the reported issue was duplicated. The q1 chip had broken off the plunger pcb. As a result, the plunger pcb was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D10 and h3 updated.